Manufacturer narrative:
Other applicable components are : product ID: 3387s-40, lot# va122nz, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that patient has 2 leads, 1 lead is intact and connected to the ipg but the other lead was not connected and has microdamage and concerns regarding impedances, and was currently in a wad underneath the scalp. The hcp stated the MRI is for pre-surgical planning for this issue. It was reviewed with the hcp that the MRI was not recommended as the disconnected components are within the head coil. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are 19 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3387s-40, lot# va122nz, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that the impedance concerns and lead microdamage was first noticed in the or on (B)(6) 2019 during generator replacement, high impedance noted before then which prompted doctor visit. The issue was resolved as the lead was replaced.